Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy menstrual periods / longer menses with clots'), device dislocation ('pathology report stated that left essure coil could not be located') and systemic lupus erythematosus ('systemic lupus erythematosus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 3 months after insertion and 6 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, rash, rash vesicular, exfoliative rash and rash pruritic, autoimmune disorder ("autoimmune-type symptoms"), dysmenorrhoea ("debilitating dysmenorrhea / dysmenorrhea with and without her cycle"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") with musculoskeletal pain and pain in extremity, muscle strain ("acute lumbar strain") with back pain, arthralgia ("hip pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with corticosteroid nos, medroxyprogesterone acetate (provera) and surgery (total abdominal hysterectomy and a bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, device dislocation, systemic lupus erythematosus, dysmenorrhoea, alopecia, fibromyalgia, muscle strain, arthralgia, genital haemorrhage and hypersensitivity outcome was unknown and the autoimmune disorder had not resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, muscle strain, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: following removal, plaintiff 's symptoms did improve, however she continues to experience some pain and autoimmune-type symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: results: presence of the bilateral essure. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes had occluded. Spinal x-ray - on (B)(6) 2011: results: bilateral essure fallopian occlusion wires seen; on (B)(6) 2014: results: presence of the essure and lumbar strain. Diagnostic results: pathology report dated (B)(6) 2014 stated that only the right fallopian tube contained an essure coil. The left essure coil could not be located in the left fallopian tube or within her uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("heavy menstrual periods / longer menses with clots"), device dislocation ("pathology report stated that left essure coil could not be located"), systemic lupus erythematosus ("systemic lupus erythematosus") and autoimmune disorder ("autoimmune-type symptoms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 4 years 3 months after insertion and 6 days after removal of essure, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, rash, rash vesicular, exfoliative rash and rash pruritic, autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("debilitating dysmenorrhea / dysmenorrhea with and without her cycle"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") with musculoskeletal pain and pain in extremity, muscle strain ("acute lumbar strain") with back pain and arthralgia ("hip pain"). The patient was treated with medroxyprogesterone acetate (provera), corticosteroid nos, surgery (total abdominal hysterectomy and a bilateral salpingectomy on (B)(6) 2014) and surgery (total abdominal hysterectomy and a bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, device dislocation, systemic lupus erythematosus, dysmenorrhoea, alopecia, fibromyalgia, muscle strain and arthralgia outcome was unknown and the autoimmune disorder had not resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, fibromyalgia, menorrhagia, muscle strain, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: following removal, plaintiff 's symptoms did improve, however she continues to experience some pain and autoimmune-type symptoms diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: presence of the bilateral essure. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes had occluded. Spinal x-ray - on (B)(6) 2011: bilateral essure fallopian occlusion wires seen; on (B)(6) 2014: presence of the essure and lumbar strain. Pathology report dated (B)(6) 2014 stated that only the right fallopian tube contained an essure coil. The left essure coil could not be located in the left fallopian tube or within her uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc was received. Company causality comment a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, heavy menstrual periods / longer menses with clots, systemic lupus erythematosus and autoimmune-type symptoms. She underwent a total abdominal hysterectomy and a bilateral salpingectomy. The pathology report stated that left essure coil could not be located (seen as device migration). The events systemic lupus erythematosus and autoimmune-type symptoms are regarded as unanticipated according to the reference safety information for essure. The other events are anticipated. Pelvic pain and menses pattern changes may occur with essure therapy. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. In this case, device migration was diagnosed about 1578 days after essure insertion, however the exact date and mechanism are not known. Based on the nature of these events, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('heavy menstrual periods / longer menses with clots'), device dislocation ('pathology report stated that left essure coil could not be located') and systemic lupus erythematosus ('systemic lupus erythematosus') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: pathology report dated (B)(6) 2014 stated that only the right fallopian tube contained an essure coil. The left essure coil could not be located in the left fallopian tube or within her uterus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion and 6 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, rash, rash vesicular, exfoliative rash and rash pruritic, autoimmune disorder ("autoimmune-type symptoms"), dysmenorrhoea ("debilitating dysmenorrhea / dysmenorrhea with and without her cycle"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") with arthralgia and pain in extremity, muscle strain ("acute lumbar strain") with back pain, arthralgia ("hip pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with corticosteroid nos, medroxyprogesterone acetate (provera) and surgery (total abdominal hysterectomy and a bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, heavy menstrual bleeding, device dislocation, systemic lupus erythematosus, dysmenorrhoea, alopecia, fibromyalgia, muscle strain, arthralgia, genital haemorrhage and hypersensitivity outcome was unknown and the autoimmune disorder had not resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, muscle strain, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: following removal, plaintiff 's symptoms did improve, however she continues to experience some pain and autoimmune-type symptoms left: 2 loops, right: 5 loops. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: results: presence of the bilateral essure. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes had occluded. Spinal x-ray - on (B)(6) 2011: results: bilateral essure fallopian occlusion wires seen; on (B)(6) 2014: results: presence of the essure and lumbar strain. Diagnostic results: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, patient dob, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy menstrual periods / longer menses with clots'), device dislocation ('pathology report stated that left essure coil could not be located') and systemic lupus erythematosus ('systemic lupus erythematosus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 3 months after insertion and 6 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, rash, rash vesicular, exfoliative rash and rash pruritic, autoimmune disorder ("autoimmune-type symptoms"), dysmenorrhoea ("debilitating dysmenorrhea / dysmenorrhea with and without her cycle"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") with musculoskeletal pain and pain in extremity, muscle strain ("acute lumbar strain") with back pain, arthralgia ("hip pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with corticosteroid nos, medroxyprogesterone acetate (provera) and surgery (total abdominal hysterectomy and a bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, device dislocation, systemic lupus erythematosus, dysmenorrhoea, alopecia, fibromyalgia, muscle strain, arthralgia, genital haemorrhage and hypersensitivity outcome was unknown and the autoimmune disorder had not resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, device dislocation, dysmenorrhoea, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, muscle strain, pelvic pain and systemic lupus erythematosus to be related to essure. The reporter commented: following removal, plaintiff 's symptoms did improve, however she continues to experience some pain and autoimmune-type symptoms diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: results: presence of the bilateral essure. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes had occluded. Spinal x-ray - on (B)(6) 2011: results: bilateral essure fallopian occlusion wires seen; on (B)(6) 2014: results: presence of the essure and lumbar strain. Diagnostic results: pathology report dated (B)(6) 2014 stated that only the right fallopian tube contained an essure coil. The left essure coil could not be located in the left fallopian tube or within her uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events: abnormal bleeding, hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("heavy menstrual periods / longer menses with clots"), device dislocation ("pathology report stated that left essure coil could not be located"), systemic lupus erythematosus ("systemic lupus erythematosus") and autoimmune disorder ("autoimmune-type symptoms") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On (B)(6) 2014, 1578 days after starting essure, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, rash, rash vesicular, exfoliative rash and rash pruritic, autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("debilitating dysmenorrhea / dysmenorrhea with and without her cycle"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") with musculoskeletal pain and pain in extremity, muscle strain ("acute lumbar strain") and the second episode of arthralgia ("hip pain"). The patient was treated with medroxyprogesterone acetate (provera), corticosteroid nos, surgery (total abdominal hysterectomy and a bilateral salpingectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, device dislocation, systemic lupus erythematosus, dysmenorrhoea, alopecia, fibromyalgia, muscle strain and second episode of arthralgia outcome was unknown and the autoimmune disorder had not resolved. The reporter considered pelvic pain, menorrhagia, device dislocation, systemic lupus erythematosus, autoimmune disorder, dysmenorrhoea, alopecia, fibromyalgia, muscle strain and the second episode of arthralgia to be related to essure. The reporter commented: following removal, plaintiff's symptoms did improve, however she continues to experience some pain and autoimmune-type symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was fallopian tubes had occluded. On (B)(6) 2011: spinal x-ray result was bilateral essure fallopian occlusion wires seen. On (B)(6) 2011: computerised tomogram abdomen result was presence of the bilateral essure. On (B)(6) 2014: spinal x-ray result was presence of the essure and lumbar strain. Pathology report dated (B)(6) 2014 stated that only the right fallopian tube contained an essure coil. The left essure coil could not be located in the left fallopian tube or within her uterus company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, heavy menstrual periods / longer menses with clots, systemic lupus erythematosus and autoimmune-type symptoms. She underwent a total abdominal hysterectomy and a bilateral salpingectomy. The pathology report stated that left essure coil could not be located (seen as device migration). The events systemic lupus erythematosus and autoimmune-type symptoms are regarded as unanticipated according to the reference safety information for essure. The other events are anticipated. Pelvic pain and menses pattern changes may occur with essure therapy. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. In this case, device migration was diagnosed about 1578 days after essure insertion, however the exact date and mechanism are not known. Based on the nature of these events, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.